Event description:
The customer reported that the system was not booting. No patient injury was reported.

Manufacturer narrative:
The ge service rep found a control panel error in the event log. He erased the nodes an reloaded cal files, and reseated the controller pcb. The system was no longer locking up. The system needed the handles. The ge service rep dropped off parts with the biomed. The system operates as intended.